Manufacturer narrative:
The suspect device was returned and evaluated. Delivery and accuracy tests were performed, the device was found to pass all delivery and accuracy tests. The alleged failure was not detected and the product was within specification for fluid delivery.

Event description:
A patient was set up to receive a 24 hour pca infusion. The pump was set to deliver a 54mm infusion for 24 hours. The infusion was initiated at 1500. At 19:00, the device was checked and the infusion has progressed as expected. At 20:00, the syringe was found empty. The pt reportedly expired the next day of what was determined to be "natural causes."